Manufacturer narrative:
Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 4 years post the index procedure on an unknown follow up date a type ia endoleak was identified. The patient received treatment with a non-medtronic device was implanted. Per the physician, the cause of the event is due to disease progression. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.